Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. No autopsy was performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a complex medical course following initial implant. The patient developed multi-system organ failure, suffered from respiratory and renal failure, and then went into septic shock. The patient was put on comfort measures and their left ventricular assist device (lvad) was turned off. The patient passed away due to multi-system organ failure, respiratory and renal failure, and septic shock. The outcome was considered device or device therapy related.